Event description:
The lay user/patient contacted lifescan alleging the meter last result was frozen on display. The issue was resolved with troubleshooting. There were no allegations of harm or injury.